Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, loss of capture was observed. Lead dislodgement was noted under x-ray. The lead was explanted and replaced. The patient condition was stable.